Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was tested in the hardware test application, and the drawer sensor was found to be open. A field service engineer removed the drawer and discovered that the inseparable was missing a magnet. The engineer replaced the inseparable, tightened the latch assembly, reseated all connections on the drawer, and tested it again in the hardware test application. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.